Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8,d9,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a slice on the cable. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was due to a faulty ccd (charged coupled device). . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device showed a yellow display. The issue was found before sedation for an unspecified therapeutic procedure that was completed using a similar device. There were no reports of patient harm.